Event description:
Admitted to hosp ccu with complaints of shortness of breath x 24 hr, increased lower extremity swelling and chest pain when laying flat. Admission diagnosis - myocardial infarction (mi). Mi ruled out. Pneumonia (left lower lobe) revealed on x-ray. Treated with antibiotics. Possible periumbilical mass approx 8 cm below surgical scar - possible scar tissue from past abdomen surgery. On 3/26/95 at 815 was pulseless. Resuscitation unsuccessful. Pronounced dead at 0903. Autopsy revealed ruptured vena cava at filter with massive abdomen hemorrhage.